Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Entire [oral-b] brush head fell off [device breakage]. Case narrative: consumer via phone stated that the entire brush head fell off while she was in the middle of brushing. No injury was reported.